Manufacturer narrative:
Evaluation summary attached: customer report of regurgitation could be confirmed visually. As received, leaflets 2 and 3 exhibited characteristic markings which indicate suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by the suture that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Customer photo was consistent with lab findings. Method: x-ray additional manufacturer narrative: conclusion: the device was received for evaluation and it was concluded that the regurgitation was caused by a suture loop which appeared to the surgeon under echo as a "prolapsed leaflet". Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, an in-service visit with the surgeon and follow up retraining will be conducted.

Event description:
Reportedly, the 31mm mitral device was explanted after an implant duration of 28 days due to regurgitation. The customer reported early dysfunction of the prosthesis with regurgitation and prolapse to left atrium. Echo was provided in hardcopy for (B)(6) 2013 and needs to be translated.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is being returned for evaluation but has not been received. Additional information has been received as echocardiography but has not been translated. No patient medical or medication history has been provided. Supplemental report will be provided when the evaluation has been completed.